Event description:
It was reported the patient stopped feeling a stimulation sensation three days prior to the report date. The patient was using a "contour electrical stimulation" that she placed on the stomach for weight loss. There was no known accident or incident related to the event. The patient reported pain in her back, and having frequent urinary tract infections (utis). It was not clear if the patient's utis' were device related. The patient had kidney problems since 2010, and it was possible the kidneys were causing the back pain. The patient received the device for back pain. The patient had an appointment for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient met with a manufacturer representative had reprogramming for better coverage. It was also noted, the patient was having kidney issues with continued infections. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).